Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having difficulties with battery longevity. Customer reported to have received a battery out limit alarm during normal use. Customer's blood glucose was 136 mg/dl. Customer was advised that battery cap would be replaced. Customer called back after receipt of battery cap and reported that issue was not resolved. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self-test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No battery out limit alarm, weak battery alarm, low battery alarm, blank display or excessive no delivery alarms were noted. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.